Manufacturer narrative:
Method: risk assessment; result: no product was returned and despite of multiple attempts no information regarding the return and the event was provided. The lot # and the catalog # of the drill was not provided therefore manufacturing records cannot be reviewed. Conclusion: the root cause cannot be determined.

Event description:
It was reported that; the screw went through the cage and drill broke. Yes, replacement hardware was used.

Event description:
It was reported that; the screw went through the cage and drill broke. Yes, replacement hardware was used.